Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, on (B)(6) 2018, the ultrathane mac-loc locking loop multipurpose drainage catheter was implanted in the patient. On (B)(6) 2018, the patient presented with abdominal pain, peritoneal effusion, and symptoms of fever (38.6 degrees celsius). After an ultrasound examination of the patient, the physician discovered the patient's bile leaking from a small hole in the drainage catheter. The product problem ultimately necessitated the removal of the drainage catheter and the draining of the peritoneal effusion. A new drainage catheter was then implanted, and the customer reported that the patient's symptoms gradually resolved thereafter. The device has been received for evaluation; however, as of the date of this report, the investigation of the returned product is still pending.

Event description:
The international customer reported that, on (B)(6) 2018, the ultrathane mac-loc locking loop multipurpose drainage catheter was implanted in the patient. On (B)(6) 2018, the patient presented with abdominal pain, peritoneal effusion, and symptoms of fever (38.6 degrees celsius). After an ultrasound examination of the patient, the physician discovered the patient's bile leaking from a small hole in the drainage catheter. The product problem ultimately necessitated the removal of the drainage catheter and the draining of the peritoneal effusion. A new drainage catheter was then implanted, and the customer reported that the patient's symptoms gradually resolved thereafter. The device has been received for evaluation; however, as of the date of this report, the investigation of the returned product is still pending. Additional information received identified the drainage catheter was placed in the patient's biliary tract.

Manufacturer narrative:
A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU) manufacturing instructions, quality control, specifications, and visual inspection/dimensional verification of the device was conducted during the investigation. One drainage catheter was returned with evidence of biomatter on the exterior of the catheter, indicating it had likely been used. The standard six drainage holes at the distal end of the catheter all appeared correct and undamaged. However, an additional, oblong hole 2mm in length at its maximum was noticed 17.7cm from the distal tip (picture attached). No other damage to the catheter surface was noticed. The suture string was cut in a section, measuring 30.2cm. One end of the suture exhibited a fraying of material at the location of separation. The clinical assessment determined that it cannot eliminate any possible causes for this event such as securing of device, device maintenance, device placement, patient environment, patient behavior, device failure, or manufacturing related causes. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. It was determined that there are adequate controls in place to ensure the product is manufactured and used as intended. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. With the given information, contributing factors possibly include user modified product, manufacturing error, and accidental damage during preparation, placement, or maintenance. Because it was placed for a week before noticing symptoms, it is unlikely that the hole was present upon placement. It is possible that the device was damaged during maintenance or during use throughout the week. The possible root cause was determined to be product use or handling related. Appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is previously submitted, unknown, or unavailable a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU) manufacturing instructions, quality control, specifications, and visual inspection/dimensional verification of the device was conducted during the investigation. One drainage catheter was returned with evidence of biomatter on the exterior of the catheter, indicating it had likely been used. The standard six drainage holes at the distal end of the catheter all appeared correct and undamaged. However, an additional, oblong hole 2mm in length at its maximum was noticed 17.7cm from the distal tip (picture attached). No other damage to the catheter surface was noticed. The suture string was cut in a section, measuring 30.2cm. One end of the suture exhibited a fraying of material at the location of separation. The clinical assessment determined that it cannot eliminate any possible causes for this event such as securing of device, device maintenance, device placement, patient environment, patient behavior, device failure, or manufacturing related causes. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. It was determined that there are adequate controls in place to ensure the product is manufactured and used as intended. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. With the given information, contributing factors possibly include user modified product, manufacturing error, and accidental damage during preparation, placement, or maintenance. Because it was placed for a week before noticing symptoms, it is unlikely that the hole was present upon placement. It is possible that the device was damaged during maintenance or during use throughout the week. The possible root cause was determined to be product use or handling related. Appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred